Event description:
A customer reported experiencing an error identified as cgm error 42 with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing detailed instructions to reset their pump, successfully resolving the issue as the pump did not display the error code again, and the customer was able to start their sensor session successfully.